Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. Five days after being hospitalized, the patient was discharged. Dianeal therapy was ongoing. At the time of the report, the patient had recovered from the peritonitis. No additional information is available. This is report 3 of 3.